Manufacturer narrative:
Visual examination of the returned, used device found the tip broken from the driver. The broken tip of the driver was not returned for evaluation. This is a technique dependent device and the most likely cause of the suspected failure is user related. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the device. The device released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised: inspect the instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. When removing the driver from the pilot hole, pull drive straight out. Do not rotate or oscillate driver about its axis or breakage of the driver tip and/or anchor may result.

Event description:
It was reported on 29jan2018 that during a bankart procedure the anchor was pulled out with the y1802a, y-knot flex 1.8 mm all-suture anchor with two #2 (5 metric) hi-fi sutures (1 white/black and 1 blue), driver. This procedure took place on (B)(6) 2017. After the device was returned the evaluation found that the tip of the driver was broken and the broken fragment had not been returned with the driver. Upon notification a request to the user facility, via the country contact, found that the driver had been broken during the procedure and the fragment was retrieved from the surgical site using a grasper device. This report is raised on the basis of a device malfunction with a potential for injury with reoccurrence since the driver tip broke in the surgical site and had to be retrieved.